Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented. The instruction manual warns users: "if any damage to the insulation at the electrode's distal end is recognized during use, replace the electrode with an undamaged electrode. Otherwise there is a risk of injury for the patient and/or user." Cross reference MFR report #: 2951238-2015-00342 and 2951238-2015-00352.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure the patient's urethra was perforated upon withdrawal of the device. It was reported that the first loop broke and was replaced with another similar device. As the physician was removing the second device it was observed that it was broken as well and a wire was protruding. It is unknown which of the three devices used in the procedure caused or contributed to the injury of the patient's urethra. The intended turp procedure was aborted. A catheter was placed in the patient to allow the urethra time to heal. It is also unknown if there was any abnormal bleeding. The patient will be re-scheduled at a later date to complete the turp procedure. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results. This is two of three reports.